Event description:
The customer reported that the fiber port was over heating, at 17,700 joules of use, while using the side-firing surgical fiber during a prostate procedure. The case was completed with a second fiber without further issue. There was no report of injury.

Manufacturer narrative:
The device was returned to the MFR and analyzed. The customers initial report that the fiber port was over heating is not considered a reportable issue. Upon analysis, the fiber's input optical surface was found to be contaminated/dirty, which would result in the fiber port overheating. Additionally, the fiber was found to have circumferential fracture of the glass cap, distal to the fiber/cap fusion zone. Burnt on detritus and devitrification of the cap output window was also observed. The fiber condition may also result in activation of the systems fiberlife function which will modulate (pulse) the output beam, resulting in reduced tissue vaporization efficiency and or send the system to standby mode. Based on the analysis findings, the circumferential fracture condition may also result in a forward firing condition of the side-firing surgical fiber, which has been identified as a potential safety issue. The root cause of the device failure was determined to be heat accumulation due to tissue contact and or anatomical/procedural factors encountered during the procedure, resulting in fiber breakage and cap damage. The fiber input face contamination was likely due to handling. The product labeling warns that tissue contact or tissue probing may cause fiber damage or breakage. The component codes fiber and cap refer to the result code thermal problem.